Event description:
This is an international report where the homechoice (hc) machine sounded a system error 2240 (air in line) alarm during dwell 2 of 4. The home patient (hp) was connected to the machine. Technical service representative (tsr) determined that the hp had an open white clamp line on the organizer. The tsr explained what occurred and how to avoid it going forward. The tsr advised the hp to dispose of the current supplies attached and either start over with all new supplies or continue with manual bags. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.